Manufacturer narrative:
The fractured implants were returned to 3m espe for evaluation and were found to be within specification. Based on information provided by the dental office it appears that the implant fractured due to cantilever loading. This is a single adverse event that involved 2 different sizes of the same implant type, mdi max with o-ball head and collar. Therefore, two manufacturer reports were filed, refer to MFR. Report# 3005174370-2014-00008 for the 2.4x13mm mdi max with o-ball head and collar implant.

Event description:
On (B)(6) 2014, 3m espe was informed that the tips of three 2.4x10mm mdi max with o-ball head and collar implants and one 2.4x13mm mdi max with o-ball head and collar implant had fractured and required surgical removal. A total of 6 implants were placed on (B)(6) 2012, to secure a maxillary denture. The male pt returned to the dental office on (B)(6) 2013, reporting soreness. On (B)(6) 2013, five of the implants were removed and four fractured tips were discovered. The final sixth implant had loosened and was removed when the denture was removed. The four fractured tips were surgically removed and bone grafting was performed. A consultation with an implant specialist took place as part of the investigation in this case. The implant specialist believes that instead of being tissue supported and implant stabilized, the implants have been bearing the load of the denture and have been rocked by opposing dentition. Bone loss in this pt may have also contributed to the noted extra forces on the implants.